Event description:
The manufacturer was contacted in reference to a dreamstation device. The manufacturer received information that the power supply/cord was burned up. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.